Event description:
It was reported that the patient thought something was wrong with the implantable neurostimulator (ins) because she kept getting bladder infections. The healthcare provider (hcp) told the patient that she had a ¿bad, bad case¿ of bladder infection. The patient was treated with a ¿shot and pills.¿ the patient had bladder and yeast infections a lot. The patient had a return of symptoms and was incontinent all the time. The patient felt stimulation. The ins was checked and determined to be ¿working right.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v612849, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).